Manufacturer narrative:
Allergan did not submit this MDR within 30 days of becoming aware. Recent stimulated reporting related to 2011068-7/2/19-001-r has increased complaint and MDR volume. Allergan is implementing a plan to address the increased volumes. A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported left side capsular contracture, bakers grade IV, deflation and exchange from textured to smooth breast implants due to the patient¿s concern with the product. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified fold creases and one linear opening. A microscopic analysis and leak test were performed which identified one sharp crease opening, wear abrasion, and a sharp break of the plug strap. The fill inspection was performed and identified no blockage in the valve. Based on the device analysis the final assessment is one sharp crease opening in the posterior side assessed as a fold flaw opening, and a sharp break of the plug strap assessed as an unidentified tear opening.

Event description:
Healthcare professional reported left side capsular contracture, bakers grade IV, deflation and exchange from textured to smooth breast implants due to the patient¿s concern with the product. Device has been explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation, capsular contracture, baker grade IV and patient's concern with the product.

Event description:
Healthcare professional reported left side capsular contracture, bakers grade IV, deflation and exchange from textured to smooth breast implants due to the patient¿s concern with the product. Device has been explanted.